Event description:
It was reported that while inserting a screw, the screw became lodged into the ring. The plate and screws were removed and replaced with no further incident. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional part involved in event:part no. Lot no. Descrip mfg. Date14-521614 785620 4.0x14mm screw 08/23/10